Event description:
A customer reported unspecified higher scan values while wearing the adc freestyle libre 2 sensor compared to a competitor's brand meter. On (B)(6) 2022, as a result, the customer was provided inulin at 1700 and a second unit at 1800, and experienced excessive sweating, feeling cold, and sickness, and had a loss of consciousness. The customer was provided unspecified treatment by a non-hcp for hypoglycemia. There was no third-party medical treatment reported no further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher scan values while wearing the adc freestyle libre 2 sensor compared to a competitor's brand meter. On (B)(6) 2022, as a result, the customer was provided inulin at 1700 and a second unit at 1800, and experienced excessive sweating, feeling cold, and sickness, and had a loss of consciousness. The customer was provided unspecified treatment by a non-hcp for hypoglycemia. There was no third-party medical treatment reported no further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.